Manufacturer narrative:
510k: this report is for an unknown rafn end cap/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an antegrade intramedullary procedure for a closed displaced comminuted fracture of shaft of right femur, there was an infection reported. Reop #1: (2 days post index) revision open treatment of femoral fracture, with internal fixation. "The distal incisions were opened, and the distal interlock screws removed. Derotation was attempted through the foot, but the entire leg was rotating. A schanz pin was inserted proximally to hold the proximal segment stable while rotating the distal segment. We rotated the distal segment until the rotation matched the left leg. A new distal interlocking screw was placed. The wounds were irrigated and closed. Re-op #2: (41 days post index) bulletectomy and I&d. Re-op #3: (195 days post index procedure) 1. Repair of right femur with compression technique, 2. Removal of hardware, right femur (distal locking screw) replaced with 2 new distal locking screws. There was a known malalignment / malrotation reported. Delayed union and non-union noted. Patient outcome is unknown. No further information is available. This report is for an unknown rafn end cap. This is report 1 of 5 for (B)(4).